Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 32 and deactivation occurred at pulse 42. A rotational sensor error was present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and ran a 5-unit bolus. An 0x5c alarm along with a rotational sensor error was reported in the reset data. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.